Manufacturer narrative:
The customer has not provided repeat data on the sample in question. Subsequent data has been requested but has not been provided. The cause for the results in question is unknown.

Event description:
The customer reported a falsely elevated sodium and potassium result. There was no reported injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.